Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the device would not oscillate. Therefore, the reported condition was confirmed. It was further determined that the device was filled with an unknown liquid, the o-rings were worn, and the gear exit shaft were corroded/damaged. The assignable root cause was determined to be due immersion due to improper handling/care/cleaning methods. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during service and repair pre-testing, it was observed that the sagittal saw attachment device would not run. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.